Event description:
It was reported that noise and aborted charges were observed. During the explant procedure, the lead was broken between the ring and the tip. Physician removed the lead through the femoral vein. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned in three pieces. Analysis found external abrasion between 12.5cm and 13cm from the distal tip as a result of friction to another device. Without return of the entire lead, a complete analysis could not be performed.